Event description:
It was reported that the right atrial lead exhibited noise. The patient was asymptomatic. The lead was explanted and replaced. Following the procedure, no adverse events occurred to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.